Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced warmth at the pocket site while recharging. No environmental factors were reported and the patient has been recharging over his shirt. No diagnostics were performed and no interventions were taken. The issue was reported to be resolved. No further complications were reported.